Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering logs showed that the device functioned as intended, with no motor errors or malfunction alerts. Alerts were triggered appropriately in response to glucose fluctuations, though not consistently acknowledged. Insulin was delivered in accordance with cgm values unless readings were below 80mg/dl or the cartridge was empty. Based on available data, the event appears to have resulted from insulin stacking due to a manual injection while still connected to the ilet. The exact cause could not be definitively determined.

Event description:
On (B)(6) 2025, the user experienced fluctuating blood glucose (bg) levels and announced a meal while bg was below 70mg/dl, which led to a further decrease. The user treated with 8 glucose tablets and a peanut butter bar, after which bg spiked to 401mg/dl. The user then administered a manual insulin injection while still receiving insulin from the ilet, resulting in a severe low and loss of consciousness. The event was resolved with oral carbohydrates administered by the user's spouse. No medical intervention was required. Bg nadir was 47mg/dl; peak was 401mg/dl.